Event description:
Customer reported device=70 mg/dl. Customer called paramedics and their device =30 mg/dl. Paramedics treated with 2 shots prior to transporting them to the hosp. Level one control was in range; however, level two values were not provided. A request was made for return product and replacement product was sent.